Event description:
This is filed to report clip caught in chordae, causing leaflet damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4 and thick leaflets. First clip was implanted with no reported issue. A second clip (nt) was advanced; however, the clip got caught in chordae during positioning. In the attempt to free the clip, a leaflet tear was observed. The clip was freed and removed from the anatomy. A third clip (xtw) clip was placed on the mitral valve; however, the clip opened to about 30-40 degrees during establishing final arm angle (efaa). After several attempts to re-establish efaa, the xtw was deployed. Final mr was at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult to remove from the anatomy resulting in positioning failure associated with leaflet grasping and difficult or delayed positioning (difficult positioning the clip on the valve) cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with difficulty removing the clip from the anatomy (chordae). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.